Event description:
It was reported to medtronic minimed that the customer reported sticker on the back of the pump with serial number was faded and the customer can no longer see serial number. The customer reported no adverse event. The event involved product(s) mmt-1711w. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1711w was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed the displacement and self-test. P-cap was attached and locked properly into place , however, it was noted as damaged due to cracked retainer. Partial display is noted during testing. No anomalies noted during testing. Pump was cut and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked reservoir tube lip, pillowing keypad overlay, keypad overlay texture damage, faded serial label, cracked retainer. Partial display is not confirmed and pass all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.